Event description:
It was reported that the implantable cardiac monitor exhibited premature eri. The device would be scheduled for a replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.